Manufacturer narrative:
In april 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
It was reported that this patient with this dual chamber pacemaker system is not approved for magnetic resonance imaging (MRI). Technical services was consulted. Upon discussing MRI conditionality, it was found that the non-boston scientific right ventricular (rv) lead triggered a lead safety switch (lss) due to high, out of range rv pace impedance measurements. The rv lead was programmed in unipolar configuration upon device interrogation. In addition, upon review of electrograms, there is possible failure to capture observed and technical services recommended further evaluation of the rv lead. The patient is not dependent. At this time, the device remains in service. No adverse patient effects were reported.